Event description:
The user facility reported a patient on was impella 5.5 support. It was reported that the p-level was lowered due to the patient experiencing arrhythmias. The next day, volume was given, and the p-level was increased. The patient continued on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. After one day on support, report of sudden change in placement signal and left ventricle (lv) waveforms. Both reading much higher than they have been with stable motor current. The pump was returned and inspected. No physical abnormalities were observed and 5s parameters were nominal. Uson testing showed the pump change with varying externally applied pressures, although with an offset of about 50 mmhg. Although some data logs were recovered, no logs were recovered on the complaint occurrence day of (B)(6) 2025. The g0 calibration in the field did not change from the factory g0 of 15948. The cause of the optical signal issue was not determined since no issues were found with the returned pump and the complete data logs from the field were not recovered. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issues. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28141 d10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the impella had placement signal issue but there was no change in flows or motor current.

Manufacturer narrative:
The cause of the stroke was not determined due to insufficient clinical details. B5 additional information inadvertently omitted on the initial manufacturer device report number 1220648-2025-28141-1. H6 additional coding was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28141-1.

Event description:
Long-term outcome and quality indicator (loqi) impella registry (loqi) also reported that after impella was removed: the patient endured a stroke - multiple territories with a "probable" relationship to the impella device used: ¿overnight (B)(6) 25, code gold and anesthesia stat called due to significant lethargy with acutely increasing o2 requirements brain imaging negative for acute stroke, repeat head CT with concerns for acute right cerebellar infarct. Brain MRI pending CT head without evidence of acute cranial pathology, cta head/neck with no high-grade stenosis or lvo. Patient not a candidate for IV thrombolytics due to recent major procedure and evt not warranted due to no lvo on imaging. Echo with ef 10-15%. Severe global hypokinesis, no evidence of thrombus. MRI brain with large acute right pica territory infarction involving the cerebellum and right side of the medulla with petechial hemorrhage, along with several other acute scattered strokes. Eeg without evidence of seizure activity. Tee without source of cardioembolism. Currently on dapt per cardiology for 12 months in context of acs followed by single ap- asa 81 mg / plavix 75 mg. Continue lipitor 40 mg. Hvi¿. The patient outcome is not recovered/not resolved.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The pump was returned and inspected. No physical abnormalities were observed and 5s parameters were nominal. The complete data logs were not recovered. As the necessary information was not provided, the root cause of the vt/vf was not determined. D6b: explant date added. D9: device returned to manufacturer date added.